Event description:
Legal documents received by allergan note a case of lymphoma. The documents state that "on (B)(6) 2002 the patient was implanted with mcghan 468 implants. On or about (B)(6)2011 the patient was diagnosed with abnormal t-cell which are large in size, and consistent with t-cell lymphoma, particularly alcl. A radiology scheduling form prepared for emory healthcare on (B)(6) 2011 describes the diagnosis as t-cell lymphoma and breast implants." At this time further investigation cannot take place due to the lack of information provided. If additional information is obtained, it will be reviewed and reported.

Manufacturer narrative:
Device labeling reviewed: there were no reported events of lymphoma/alcl for patients in the (B)(6) study in the labeling for saline breast implants.

Manufacturer narrative:
See MFR report # 2024601-2013-01051 for details.

Event description:
Allergan legal department sent notes that reported patient had a "diagnosis of celiac disease." Treatment specified as medication for symptoms of celiac disease. This medwatch is for the left side. See MFR report # 2024601-2013-01051 for the right side.

Event description:
Allergan legal department reported patient had a "diagnosis of celiac disease." Treatment specified as medication for symptoms of celiac disease. Device was removed. This file is for the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of autoimmune/connective tissue disorders is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Allergan legal department reported patient had a "diagnosis of celiac disease." Treatment specified as medication for symptoms of celiac disease. Device was removed. This file is for the left side.